Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. External/internal inspection was performed and passed. Device powered up properly and no errors occurred. Performed continuity test between power entry module (pem) ground and door post and resistance was 0.007 ohms. Inspected all ground connections while monitoring the multimeter and there was no fluctuation in ohms. Pal evaluated the device and found no failure or malfunction that could have caused or contributed to the ground bond failure. Assignable cause for the rite failure of ground bond failure was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.